Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was returned with the distal end of the channel cover cracked. The damaged cover prevented proper clip loading and formation during a functional evaluation. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the observed damage may occur if the distal end of the device is subjected to excessive manipulation during clinical application. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, after the first clip was applied to the tissue, no other clip could engage in the device's jaws. Another device was used to complete the case. There was no patient injury.